Event description:
Medtronic is investigating mfg production failures related to an over etched circuit board ground trace. Some traces were broken, creating filaments which shorted to an adjacent circuit board connector causing a variety of failure modes including a failure to turn on, a failure to charge and a failure to discharge.